Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a shock from the cardiac resynchronization therapy defibrillator (crt-d) due to the device oversensing electromagnetic interference (emi.) The device remains in use. No further patient complications have been reported as a result of this event.